Event description:
Resident suffered a skin tear and was transported to hosp and received 10 stitches on right lower extremity. Tetanus shot given at hosp ER. Resident returned to facility, was not admitted to hosp. Staff transferred resident from bed to chair and leg was injured on wheel chair. Caused by appliance lever on wheel chair. Appliance was replaced.